Event description:
It was reported that the patient went to the dermatologist and was diagnosed with a skin irritation. For treatment, the patient was prescribed mupirocin cream. The pod was worn longer than 48 hours on the hip/buttocks. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.